Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Pad unit has green status flashing light with a chirping sound as if unit has detected a fault.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the history and memory logs were downloaded. The history log showed the pad-pak was first installed successfully on the (B)(6) 2014 with a successful self-test recorded. A manual power following later that day. The device preformed to specification up to and including the last log entry on the (B)(6) 2016. There was a five month gap in the history log which suggests the pad-pak was removed. The returned pad-pak was inserted into the device, the device displayed a flashing green status led and failure chirp. The device was powered up and passed a self-test. No warnings were given at shutdown and the device displayed a flashing green status led and failure chirp. This confirms the reported fault. The device delivered a test shock without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to a short circuit of the red status led due to excess silver paste. This resulted in leakage current to the beeper. The status leds are tested during final test, it is therefore concluded the short circuit was intermittent in nature and caused as a result of over application of silver paste. The fault could not be replicated with a new membrane fitted.